Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. Scope communication error e224 was intermittently being displayed on screen due to shortage in the cable. In addition, the rear packing is peeling off. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the rear packing was peeling off, it is likely moisture entered the device and the electronic circuit was damaged. The intermittent image occurred because communication between the camera head and the video processor could not be established. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The following is stated in the instructions for use which may prevent the event: "do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the camera head presented an e224 communication error code during preparation for use. There was no report of patient involvement.